Event description:
It was reported that the patient received one shock. The right ventricular (rv) lead showed noise, oversensing, and had an apparent fracture. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the partial lead in segments was returned, analyzed, and no anomalies were found. It was also noted that the defibrillator conductor was distorted and had blood/body fluid (not obstructed). There was blood/body fluid on the outer tubing overlay, the outer tubing overlay had cosmetic environmental stress cracking, the exposed defibrillator coil had a white substance, the outer tubing overlay had a white substance, the outer insulation had a cosmetic depression, the helix was distorted/bent, there was blood in/on the helix mechanism, there was tissue on the helix, and there was apparent explant damage.